Manufacturer narrative:
It is unknown whether there was deviation from IFU (instructions for use) in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the clogged nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when the degree to which the bending section could be angulated were out of specification. Additionally, the evaluation found the following malfunction(s): connector¿s plug unit was leaky; bending section cover glue was separated; light guide rod lens (2x) were cracked; fiber breaking in the light guide bundle. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
The customer reported to olympus the colonovideoscope had angulation issues. It was not specified when the issue occurred or was detected. The device was returned and during the device evaluation the following reportable malfunction was found: the nozzle was clogged by a greyish-colored deposit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.